Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 16 mg/dl and sensor glucose was 116 mg/dl. Customer stated that insulin pump gave her too much insulin. Customer stated they called multiple times for issues, without resolution. Customer was currently taking shots. Customer declined with troubleshooting for low blood glucose. It was unknown that auto mode feature was active at the time of low blood glucose event. The insulin pump and reservoir will not be returned for analysis.